Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized after being found unconscious in a coma, due to low blood glucose (bg) levels. No information was provided on the type of treatment while at the hospital.